Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right common iliac artery. This 6.0x20/135 (4f) sterling balloon catheter was selected for post-dilation of another manufacturer's stent. The balloon ruptured upon the 1st inflation at 10atms. It was considered that "the stent edge could have pricked the balloon". The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).